Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxistm medstation es the network was down. The patient came to the ER for a possible foreign body in his eye after using a grinder at work. The patient feels he may have gotten a spark or piece of metal in his eye, complaining of irritation, pain, and blurred vision in the left eye. The emergency room physician noted on the initial exam left pupil was mydriatic and dilated, reactive to light. The physician wanted to do a fluorescein exam under a wood lamp to look for foreign bodies and damage to the eye but was unable to obtain fluorescein from pyxis as it was not responding to any input. When asked to wait 20-30 minutes for the supplies to be available (the pharmacy had to be called in), the patient declined to wait due to being in pain and left to go to another hospital. The physician was not able to do the exam so the patient did not receive any treatment. The patient went to another hospital and a fluorescein exam was able to be completed, 2 pieces of metal appeared as foreign bodies removed from the eye. Prescribed maxitrol drops, 2 drops every 4-6 hours while awake. Follow up with ophthalmology within 2 days for a repeat exam. Based on the additional information obtained, this case has been evaluated as a serious injury event due to requiring an additional intervention.

Event description:
It was reported when using the bd pyxis¿ es server the network was down. The patient came to the ER for a possible foreign body in his eye after using a grinder at work. The patient feels he may have gotten a spark or piece of metal in his eye, complaining of irritation, pain, and blurred vision in the left eye. The emergency room physician noted on the initial exam left pupil was mydriatic and dilated, reactive to light. The physician wanted to do a fluorescein exam under a wood lamp to look for foreign bodies and damage to the eye but was unable to obtain fluorescein from pyxis as it was not responding to any input. When asked to wait 20-30 minutes for the supplies to be available (the pharmacy had to be called in), the patient declined to wait due to being in pain and left to go to another hospital. The physician was not able to do the exam so the patient did not receive any treatment. The patient went to another hospital and a fluorescein exam was able to be completed, 2 pieces of metal appeared as foreign bodies removed from the eye. Prescribed maxitrol drops, 2 drops every 4-6 hours while awake. Follow up with ophthalmology within 2 days for a repeat exam. Based on the additional information obtained, this case has been evaluated as a serious injury event due to requiring an additional intervention.

Manufacturer narrative:
Additional information: section h imdrf annex codes. The following field has been updated with correct information due to processing requirements: section b describe event or problem, section d brand name, model, catalog, medical device operator and medical device other operator, section d concomitant med prod data, section g reporting office contact, section h device manufacture date. D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that a disaster recovery was needed for the station. A technical support specialist initiated a disaster recovery (dr) process due to access issues with or2 and the bd pyxis dispensing maintenance service being disabled on all devices except or2, which remained unreachable even after a confirmed reboot. Recovery steps were completed for stations including stopping services, saving inventory and transaction data to ephi, dropping and recreating databases, running full syncs, and restoring access. Cii safe es configuration was extracted from a backup and shared with the team, and instructions for enabling ids were documented. Remaining recovery steps included unloading and re-linking ed in correct door order, processing med-surg step 2 with full synchronization, restoring stations to users, and uploading all inventory and transaction data to ephi. Tss completed the disaster recovery process, overseen by the user. The customer verified that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.